Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007 (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: paraesophageal hernia, gastroesophageal reflux disease. Postoperative diagnosis: paraesophageal hernia, gastroesophageal reflux disease. Procedure: hand assisted laparoscopic repair of paraseophageal hernia, and nissen fundoplication. Indications: the patient is a 47-year-old female who presents with gastroesophageal reflux disease as well as recurrent pneumonia and she is here now for repair of esophageal hernia and fundoplication. The risks, benefits and alternatives were reviewed with the patient, questions were answered and she was agreeable to proceed. Operation: ¿the patient was brought to the operating room and placed on the operating room table in a supine position. General anesthesia was obtained and she was placed in lithotomy and the abdomen was prepped and draped in the usual sterile fashion. A 6.5 cm incision was made in the upper midline and carried down through skin and subcutaneous tissues and the fascia was divided and the peritoneal cavity was entered. There were adhesions from her previous open chole in the right upper abdomen and these were taken down with cautery. The gelport device was then inserted, and a 5 mm trocar was inserted just to the left of the umbilicus and a 10 mm trocar was inserted in the left upper abdomen and another 10 mm trocar was inserted in the left flank and a 5 mm trocar was inserted in the right mid abdomen. The abdomen was insufflated to 15 mmhg with co2, and the liver retractor was inserted in the right flank incision and the left lobe of the liver was elevated using the liver retractor. The pars flaccida was then divided using the harmonic scalpel, and with my hand within the abdomen I could identify the paraesophageal hernia. The stomach was reduced and the hernia defect was approximately 5 cm in diameter. The hernia sac was removed from the defect using blunt dissection as well as the harmonic scalpel. Next, the short gastrics were divided about halfway down the greater curvature of the stomach using the harmonic scalpel and this was taken all the way up to the left crus and the tissues were dissected off the left crus, and then the right crus was also dissected free, and a window was created behind the esophagus. A penrose drain was placed around this and the ___ [sic] were reapproximated posteriorly using interrupted ethibond sutures. Next, the fundus of the stomach was wrapped behind the esophagus and brought around for a 360 degree fundoplication, and this was sutured together with ethibond sutures three of them each 1 cm apart at the ge junction. One of the sutures also took a bite of esophagus in order to affix the wrap to the esophagus. This was a loose wrap. The stomach was then sutured to the right crus in order to help hold the stomach down in the abdominal cavity. When this was done hemostasis was assured. The liver retractor was removed under direct vision. The abdomen was deflated and the trocars were removed. The fascia midline wound was closed with 0-pds and layered vicryl was used to reapproximate the skin edges. The wounds were injected with 0.5% marcaine and covered with benzoin and steri-strips and a dry sterile dressing. The sponge, needle and instrument counts were correct per nursing. The patient tolerated the procedure well. She was extubated and taken to the recovery room in stable condition.¿ (B)(6) 2007: [date report signed]. (B)(6) hospital. (B)(6)I, md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: repair of ventral hernia with mesh. Indications: the patient is a 48-year-old female who had a hand-assisted laparoscopic paraesophageal hernia repair several months ago and she has now developed a bulge in her upper abdomen and was diagnosed with an incisional hernia and is here now for repair. The risks, benefits, and alternatives were reviewed with the patient and questions were answered. She is agreeable to proceed. Ancef and pneumatic compression boots were ordered preoperatively. Description: ¿the patient was brought to the operating room, placed on the operating room table on supine position. General anesthesia was obtained and the abdomen was prepped and draped in the usual sterile fashion. An upper midline incision was made carried down through the skin and subcutaneous tissue. The hernia sac was identified and this was dissected free from the surrounding tissue down to the fascia and the hernia sac was opened. There was omentum stuck inside the hernia sac and this was dissected free and reduced and the underlying portion of the hernia was cleared off circumferentially in all directions. There was another defect noted lower down in the incision and so these two defects were joined using electrocautery, and then palpation revealed further defects with deformity along the entire length of the previous incision. Therefore, all these hernia sacs were connected and the underlying omentum was dissected off the abdominal wall, cleared all adhesions. The whole defect measured 10 x 5 cm and so 15 x 10 piece of gore dualmesh was used to repair the defect. This was placed intra-abdominally with the smooth side facing the bowel and omentum and was sutured in placed [sic] with interrupted #0 prolene mattress sutures circumferentially around the edge of the mesh. The remaining hernia sac was then closed over the mesh with running #0 vicryl and then the subcutaneous tissues were closed with running 2-0 vicryl and staples were used for re-approximation of skin edges and the wound was covered with dry sterile dressing. It had been injected with 20 ml of 0.5% marcaine prior to placing the dressing. The patient tolerated the procedure well. Sponge, needle, and instrument counts were correct. She was extubated and taken to the recovery¿ [appears to be incomplete record]. Product identification records for the alleged gore device were not provided. (B)(6) 2018: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operations: repair of complex recurrent incisional hernia with mesh. Extensive lysis of adhesions. Removal of old mesh. Complications: none. Postoperative condition: stable. Indications: the patient is a 58-year-old female, who is status post a previous hiatal hernia and a previous incisional hernia repair with mesh. The patient presents with a large symptomatic recurrent incisional hernia in the upper midline incision. This is a complex recurrent hernia and the patient has had a previous mesh repair. On exam, this has incarcerated components. Details: ¿the patient was brought to the operating room and laid on the table in the supine position and following adequate induction of general endotracheal anesthesia, foley catheter was placed and the abdomen was prepped and draped in the usual sterile fashion. Following this, an upper midline incision was made utilizing the previous incision and extending to below the umbilicus. Dissection was carried down through the subcutaneous tissue to the level of the hernias, there were multiple hernias throughout the length of the incision and they were incarcerated. There were a couple of very large hernia sacs and multiple other small hernia sacs throughout the length of the incision extending to below the umbilicus. All of these hernia sacs were dissected out and then the largest hernia sac was carefully opened to enter the peritoneal cavity. These hernias contained incarcerated omentum and there were extensive intraabdominal adhesions. Once the peritoneal cavity was entered, the midline fascia was opened to connect all of the incisional hernia components. This required extensive dissection, as there was a large amount of incarcerated omentum in all of the different areas. Once the peritoneal cavity was entered, an extensive lysis of adhesions was required to free up the abdominal wall. There were dense adhesions throughout the abdominal wall and I spent at least 45 minutes taking down all of the adhesions and this consisted of omental adhesions, small bowel adhesions, and colon adhesions as well as stomach adhesions. Once the abdominal wall was freed up and the adhesions were completely lysed, we further addressed the hernia repair. The old mesh was not in good position and appeared to be a ptfe type of mesh. This required removal and it was completely removed by dissecting around the mesh and removing it in its entirety. It was seen off for routine pathology. Following this, the hernia defect was visualized and it was quite large and the fascia did not come together in the midline and was not close without undue tension. Certainly this would require a mesh repair, however, I wanted to be sure to cover the mesh with fascia if at all possible. Therefore, I performed an external oblique component release on both sides by dividing through the external oblique aponeurosis longitudinally and this freed up the fascia such that it came together in the midline with some minimal tension. It was adequate at this point that it would cover the mesh completely in the midline. Following this, we brought a piece of proceed mesh onto the field. This was a 20 x 25 cm piece of proceed mesh. This was placed in an underlay fashion and it was sutured to the undersurface of the fascia using interrupted 0 vicryl horizontal mattress sutures taking the sutures back 8-10 cm in all directions. This was necessary to get these sutures back as far as there were multiple openings in the fascia even away from the midline. Once all the sutures were placed, they were tied down to complete the mesh placement. As I said, the mesh was placed in such a fashion that the midline fascia then came together in the middle of the wound. The midline fascia and scar tissue was then sutured together using interrupted figure-of-eight 0 vicryl pop-off sutures to completely exclude the mesh from the subcutaneous tissue. Irrigation was applied and meticulous hemostasis was noted. There is a large amount of dead space due to the large amount of dissection required for this complex hernia repair. Two #10 flat jp drains were left at separate incisions in the left lower quadrant and two more #10 flat jp drains were left through separate incisions in the right lower quadrant. Therefore, there were a total of four jp drains. These were left in the subcutaneous planes. They were sutured to the abdominal wall using 2-0 nylon suture. Interrupted 3-0 vicryl pop-off sutures used to reapproximate the deep dermis followed by staples to the skin. Jps were placed to bulb suctions and they held suction well. Dry sterile dressing was applied and an abdominal binder was applied at the end of the case. The procedure was ended and the patient tolerated the procedure well.¿ (B)(6) 2018: (B)(6) hospital. Implant sticker. Proceed surgical mesh. (B)(6) 2018: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent ventral hernia repair on "approximately 2007" whereby an unknown gore device was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of mesh requiring additional surgery. Additional event specific information was not provided.